Event description:
I had essure coils put in, in 2015. Since (then), I have been diagnosed with anxiety/depression, my hair falls out a lot, I have severe pelvic pain, I can't put pressure on my pelvis, and I have lower back pain. I had to go to the ER last night because it got so severe that I couldn't breathe well. There, they told me that the coils need to be taken out as soon as possible and referred me to my ob/gyn.